Event description:
It was reported that at the patient's past two doctor visits the device battery was reading below the elective replacement indicator (eri) point, but had not yet triggered eri. It was also reported that approximately three weeks later at a subsequent doctor visit, the device was still reading below the eri point, but had not yet triggered eri. However, it was reported that the device's nightly reported battery readings over the two weeks preceding the last doctor visit were above the eri point. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.48 v while the daily battery voltage trend measurement was 2.85 v.

Event description:
It was reported that at the patient's past two doctor visits the device battery was reading below the elective replacement indicator (eri) point but had not yet triggered eri. It was also reported that approximately (B)(6) later at a subsequent doctor visit, the device was still reading below the eri point but had not yet triggered eri. However, it was reported that the device's nightly reported battery readings over the (B)(6) preceding the last doctor visit were above the eri point. It was further reported that the device reached eri and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the performance data collected from the device was analyzed and revealed low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.48 v while the daily battery voltage trend measurement was 2.85 v. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.